Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix stretched after being caught on the tissue. The lp was removed and replaced. There were no patient consequences.